Event description:
The following is based off a review of the patient's medical records which were provided to davol by the patient's attorney: the patient is a female patient with a history of diabetes mellitus, urinary incontinence, vaginal vault prolapse, and a prior hysterectomy and tvt procedure (transvaginal tape). On (B)(6) 2007 - the patient underwent an abdominal sacral colpopexy with implantation of a bard composix mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.